Event description:
It was reported that a connector box supplied by a distributor contained at least one connector that was difficult to turn and could not attach to the ilet device, while a connector from a different box attached without issue. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy, no medical intervention, and no hospitalization. Investigation included user troubleshooting and replacement of supplies with collection of affected parts for return. Investigation of this case revealed a suspected mechanical fit or torque issue with the connector, isolated to a single box, not reproducible with alternate connectors. It was concluded that the event was related to a device component malfunction of the connector assembly, with no patient harm.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.